Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The long term loaner device was previously returned to pentax medical from a customer on 14-feb-2020 and inspection of the unit was performed on 18-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, prism lens chipped, distal cap - fixed type distal tip upgrade, bending rubber glue severe discoloration, insertion tube root brace broken, passed wet leak test, passed dry leak test, # 2 remote control button cover cracked, operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: objective prism assy, bending rubber, root brace rubber, remote control button, o-rings and seals, deflector body link, distal case/cap, o-ring(0.5x1.3). The video duodenoscope was approved by final qc on 28-feb-2020 and was put back into loaner inventory. The video duodenoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).